Manufacturer narrative:
The coolgard console (sn (B)(6)) involved in the reported complaint will not be returned to zoll for evaluation. The hospital's biomed technician replaced the battery to address the mid:26 (low battery) error message, and service will not be required to be performed by zoll.

Event description:
As reported, the coolgard console (sn (B)(6)) displayed a mid 26 (low battery) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.